Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the device missing the battery door. During the functional testing, the customer reported problem was unable to be duplicated but a defective rtc battery and remote dose connector were found. The cause of the issue was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device presented the error 1660, no more details provided. It is unknown if there was patient involvement.